Manufacturer narrative:
The nurse reported that the that the bedside monitor was alarming "system failure settings." Tech support informed them that this is caused by an internal setting conflict and that the resolution for this is to initialize the unit and restore the clinical settings from a known working unit. However, those processes are performed behind passwords, and tech support was not authorized to give this password to anyone other than the biomedical engineer (bme) or management who has the authority to make those changes. Therefore, tech support advised the customer have their bme to look into the matter and give us a call to help walk them through initializing the unit and reloading settings. The bme later stated that they resolved the issue by initializing and reloading the settings. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor bsm-1700 series model: ni, sn: (B)(6), device manufacturer date: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The nurse reported that the that the bedside monitor was alarming "system failure settings." Tech support informed them that this is caused by an internal setting conflict and that the resolution for this is to initialize the unit and restore the clinical settings from a known working unit. However, those processes are performed behind passwords, and tech support was not authorized to give this password to anyone other than the biomedical engineer (bme) or management who has the authority to make those changes. Therefore, tech support advised the customer have their bme to look into the matter and give us a call to help walk them through initializing the unit and reloading settings. The bme later stated that they resolved the issue by initializing and reloading the settings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) was alarming "system failure settings." Technical support (ts) advised that this is caused by an internal settings conflict, and they will need to initialize the device and restore the clinical settings taken from a device that is known to be working. However, those processes are performed behind the password. Their bme later reported that the issue was resolved but did not give details on how this was done. No patient harm was reported. Investigation summary: the issue was resolved by initializing the unit and copying the settings from another unit. The complaint device was not returned to nk. Initializing the unit can be done to reformat the sd card and clear corrupted data. The cause of the issue was likely sd card corruption. Bedside monitor (bsm): model: bsm-1700 series. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the bedside monitor (bsm) was alarming "system failure settings." No patient harm was reported.